Event description:
Bsc pacemaker transmission data integrity, false positive alerts and data due to in-office programmer issue that corrupted device data (date change to [redacted]-4 years ago). Carelink¿s failure to accurately generate or send clinically significant reports for patients with implantable cardiac devices for remote monitoring puts patients at risk for harm, including death. Manufacturer response for pacemaker, cardiac, accolade (per site reporter). Manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter).